Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while sleeping, the infusion set site fell off of the customer. Customer's blood glucose (bg) was elevated (value not provided). Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). No additional information was provided at the time of the report. Type of infusion set used was not reported. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.